Event description:
Meter name: one touch basic enhanced. Strip name: one touch test strips. Meter code: unknown strip code: unknown. Strip storage: unknown. Symptoms: no symptoms. The pt reportedly gets results with "control". The meter allegedly displays blood results as control. The results the pt received on the meter were "ctrl 401mg/dl, ctrl 88mg/dl". There was no result obtained from any other source. There was no comparison between the pt's meter and any other device. There was no treatment. The pt reportedly may have smeared the blood sample due to the awkwardness of using only one hand." Not further info has been reported.